Event description:
Customer reportedly received results of 113 mg/dl and 65 mg/dl within 10 minutes of the advantage system. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: lisnopril 20mg 2 tabs/bed; simvastatin 80mg once daily.